Event description:
Complainant alleged that during functional testing, the device displayed "poor pad contact" and "defib pad short" message. Complainant indicated that there was no pt involvement in the reported malfunction.